Event description:
While preparing for surgery, the technician noticed that two neuron catheters had their tips crushed. He said, it was obviously damaged during transport. No patient injury as surgery had not been started. He used another neuron.

Manufacturer narrative:
Technical evaluation: two catheters were returned. Both catheters had a flattened section 1.5cm from the distal tip. One catheter had a kink/stretched segment 4cm from the distal tip. Conclusion: based on customer feedback, this damage was present when the catheters were opened. These parts were built after the packaging card placement change, which changed the tab placement, so that the distal end was not secured. These parts were likely damaged during packaging. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated 12/31/2009. A review of the design history record was completed (l11909) and no anomalies were observed. All appropriate inspections were completed. (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and met specifications. The parts manufactured in this lot and the sub-assembly lot met the required criteria and are deemed acceptable.